Event description:
It was reported that during use, one unit of prismaflex m100 set c had an external fluid leakage from the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name e1: initial reporter address:(B)(6). E1: initial reporter city : e1: initial reporter state: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photo, fluid was observed to be leaking from the drain bag sealing near the stopcock. The drain bag is provided by an external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.